Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was attempted and not implanted as the physician was unable to establish telemetry with the device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Through further investigation it appeared that the rf telemetry was intermittent, however all inductive telemetry was good. The device case was removed. Internal visual inspection found no irregularities. Analysis found that the rf module was causing the intermittent rf communication, this was confirmed by design engineers after hybrid testing was complete. Analysis confirmed the issue from the field.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.